Manufacturer narrative:
The customer was sent a replacement breast pump. In follow up with the customer, she indicated that her main issue was the pump would not drain her breasts properly and was making a squeaking sound. Because of the pump not draining her properly, she developed mastitis. The customer was diagnosed and treated for mastitis. She confirmed that the new pump was functioning better. Customer did confirm that the product had been shipped back on (B)(4) 2012. The product involved in the complaint was returned for evaluation. Per the investigation notes, the product passed all functional tests. The product is in good working condition and meets all specifications. A medela clinician spoke to the customer on (B)(4) 2012, at which time the customer confirmed that her issue was resolved with the replacement pump. "Mastitis is usually a benign, self-limiting infections, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)].

Event description:
The customer reported to customer service that she is unable to empty her breasts and has had mastitis.